Manufacturer narrative:
Tandem quality engineer reviewed pump data and there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an undefined low blood glucose (bg) level of 47 mg/dl that was addressed by consuming carbohydrates. Additionally, it was reported that an occlusion alarm occurred. System check was performed with tandem technical support and it was identified customer was incorrectly performing the air removal step when filling the cartridge and using residual insulin from old cartridges. Customer was educated on the proper air removal process and the importance of not reusing insulin per the user guide. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 157 mg/dl at the time of the event.